Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, upon insertion near the surface of skin, the introducer pierced through the white sheath of the device. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the tip of one needle was bent and the tip of the second needle was broken.